Event description:
The pt reportedly experienced intermittencies followed by loss of lock between the external equipment and the implant. External equipment was exchanged, but the problem was not resolved. Testing performed showed out of range impedances. Surgery to explant the device will be scheduled.